Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the gripping part was dislodged from the fulcrum pin of the insertion part because an excessive load was applied to the gripping part in the direction of opening the gripping part. The tip meshing was likely misaligned because the gripper gripped the movable handle while the gripper was off the fulcrum pin. However, the root cause of the reportable malfunctions could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that the thunderbeat's tip of insertion was widened, and the grasping section was detached from the fulcrum pin. There was no patient involved.